Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. There have been no other complaints reported for lot. (B)(4).

Event description:
A ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision with unsatisfactory best corrected visual acuity. The iol was exchanged with an alternate iol approximately 1 month following the initial procedure. No further information is expected.